Event description:
Related manufacturer reference number: 2017865-2021-19932. It was reported the asymptomatic patient presented in clinic. Upon attempted interrogation, it was observed the pacemaker was in backup vvi mode and the atrial lead had unspecified sensing and impedance issues. The device failed to be interrogated to observed more specific lead measurements. The device and lead were explanted and replaced without issue. The patient was stable.